Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. D3, g1,g2 email is: (B)(6).

Event description:
It was reported that during use, the tubing for the device system was leaking. Per the reporter, total parenteral nutrition (tpn) fluid was noticed on the floor and it was later realized that it was related to a leak from the tubing. It was stated that the leakage seemed to be on the portion of the tubing toward the entry to the pump. Per the reporter, there were no patient adverse effects.

Manufacturer narrative:
One sample was received for evaluation. Visual inspection revealed the sample was received in a plastic bag; no damage or defects were detected. Functional testing was performed, and the reported issue was able to be replicated. The root cause could not be determined. Device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.